Event description:
It was reported that the patient underwent aortic valve replacement on (B)(6) 2021. Interrogation of internal pacemaker on (B)(6) 2021 during arrhythmia showed slow ventricular tachycardia with no internal/external capture. Transesophageal echocardiogram showed no contraction of both sides and no leak on aortic valve.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus within the outflow graft was confirmed through the evaluation of the submitted image. The reported drop in pump flow could not be confirmed as no log files were provided for review. Although a specific cause for the drop in flow could not be conclusively determined through this evaluation, it was reported that the lower flows resolved with the outflow graft exchange. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The account reported that approximately 2 weeks after receiving the astrazeneca vaccination, the patient¿s average flows dropped from 4.5 liters per minute (lpm) to 3.0 lpm. The patient was admitted on (B)(6) 2021 for right heart failure, with bilirubin and creatinine levels of 19 and 82, respectively. A right heart catheterization was performed on (B)(6) 2021 which revealed a right atrium (ra) mean pressure of 12mmhg, a mean arterial pressure (map) of 36mmhg, a pulmonary capillary wedge pressure (pcwp) of 20mmhg, a right ventricle (rv) pressure of 27.1 mmhg, a low cardiac output (co) of 2.35, and a cardiac index (ci) of 1.44. A ramp study was then performed which showed that the patient¿s left ventricle (lv) was enlarged. Despite an increase in the pump¿s speed, the flows did not improve. Pump thrombus was suspected, and the evaluation remained ongoing as a cause for the lower flows could not be found at the time. On (B)(6) 2021, the patient¿s bilirubin and creatinine levels had increased. A computed tomography scan was performed; however, a specific location for the obstruction could not be identified. The patient underwent surgery, and a large thrombus formation was identified within the outflow graft. The patient had the aortic valve replaced as well as the outflow graft exchanged. The account¿s submitted image captured a distal end view of the severed sealed outflow graft in the operating room after the graft was exchanged. A tissue-like deposition was observed within the lumen of the graft which appeared to obstruct a large portion of the blood flow path. Although, a specific cause for the observed deposition could not be conclusively determined through this evaluation, the deposition could have contributed to the reported drop in pump flow. The lower flows reportedly resolved with the graft exchange. The patient was stable following the procedure and was placed on a temporary right ventricular assist device (rvad). The plan of care was to wean the patient off rvad support and mobilize as soon as possible; however, a week after the graft exchange, the patient began to deteriorate. The patient was unable to be weaned off the right heart support and also required hemofiltration. On (B)(6) 2021, the patient experienced arrhythmia arrest. Interrogation of the patient¿s internal pacemaker during this time showed slow ventricular tachycardia (vt) with no internal/external capture. A transesophageal echocardiogram (toe) revealed no contraction of both sides and no leak from the aortic valve. The patient ultimately expired on (B)(6) 2021 due to right heart failure. Per the vad coordinator, there were no device-related issues that contributed to the patient outcome and an autopsy was not performed. It was also communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, cardiac arrhythmia, right heart failure, renal failure, device thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations, such as changes in patient condition, that can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists arrhythmia and thromboembolism as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus within the outflow graft was confirmed through the evaluation of the submitted image. The reported drop in pump flow could not be confirmed as no log files were provided for review. Although a specific cause for the drop in flow could not be conclusively determined through this evaluation, it was reported that the lower flows resolved with the outflow graft exchange. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that approximately 2 weeks after receiving the astrazeneca vaccination, the patient¿s average flows dropped from 4.5 lpm to 3.0 lpm. A ramp study was performed which showed that the patient¿s left ventricle (lv) was enlarged. Despite an increase in the pump¿s speed, the flows did not improve. The evaluation was reportedly ongoing as a cause for the lower flows could not be found at the time. Information later received stated that a large thrombus formation was identified within the outflow graft. The patient underwent surgery and the outflow graft was exchanged with a new one. The account¿s submitted image captured a distal end view of the severed sealed outflow graft in the operating room after the graft was exchanged. A tissue-like deposition was observed within the lumen of the graft which appeared to obstruct a large portion of the blood flow path. Although, a specific cause for the observed deposition could not be conclusively determined through this evaluation, the deposition could have contributed to the reported drop in pump flow. The lower flows reportedly resolved with the graft exchange. The patient was stable following the procedure and was placed on a temporary right ventricular assist device (rvad). The plan of care was to wean the patient off rvad support and mobilize as soon as possible; however, a week after the graft exchange, the patient began to deteriorate. The patient was unable to be weaned off the right heart support and also required hemofiltration. The patient ultimately expired on (B)(6) 2021 due to right heart failure. Per the vad coordinator, there were no device-related issues that contributed to the patient outcome and an autopsy was not performed. It was also communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas IFU lists right heart failure, renal dysfunction, and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, this document instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, right heart failure, renal dysfunction, and device thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after receiving a vaccination the patient was having decreased flows from 4.5 to 3. A ramp study showed that the patient's left ventricle was enlarged and despite an increase in the speed, the flows did not increase. The cause of the low flow was identified to be a large thrombus formation in the outflow graft tract. The graft was replaced by a new outflow graft. The patient was stable after the exchange, though a temporary right ventricular assist device (rvad) was placed. The patient's health deteriorated a week after the exchange and therapy was withdrawn. The patient passed away from right heart failure on (B)(6) 2021.